Manufacturer narrative:
On april 19, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with a 425cc (left) and 375cc (right) mentor smooth round moderate profile saline breast prosthesis experienced unspecified complications post-operatively. As a result, the patient underwent explantation on (B)(6) 2013. Should further information be received providing clarifying details, a supplemental report will be sent. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information confirming the patient experienced no adverse event on the left side. The patient experienced a deflation on the right side, which was reported under manufacturer report number 1645337-2021-04139. The left side device remains implanted. Manufacturer¿s reference number: (B)(4).